Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
H10 h2, h11: additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that the console would not increase on the default ambient wand settings. Incident occurred after a knee scope procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.